Manufacturer narrative:
The customer contacted siemens to report a discordant, falsely high total human chorionic gonadotropin (thcg) test result was obtained on an atellica im 1300 instrument. A siemens customer service engineer (cse) was dispatched to inspect the instrument. The cse replaced the reagent 1 (r1) probe. No other samples were affected, and quality control material was within acceptable limits. The cause of the discordant, falsely high thcg test result was the reagent 1 probe. The instrument is performing within specifications. No further evaluation of this device is needed.

Event description:
A discordant, falsely high total human chorionic gonadotropin ( (thcg) test result was obtained on an atellica im 1300 instrument. The initial result was released to the physician(s). The same sample was repeated on the same instrument and on an alternate atellica im 1300 instrument, giving lower and matching test results. A corrected test report was issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely high total human chorionic gonadotropin (thcg) test result.